Manufacturer narrative:
Analysis of production: (3331/213) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213) the overall 24 month product complaint trend data for the period aug 2019 through jul 2021 was reviewed. There were no triggers identified for the review period.

Event description:
This reported event is related to an event reported under medwatch report # 2249723-2021-01778 with regard to air in the line power cord reported issue.

Manufacturer narrative:
Testing of actual/suspected device (10/213): the getinge field service engineer (fse) evaluated the unit and found the ground pin broken off the ac line cord. The fse resolved the issue by replacing the reel, ac power cord, domestic, tdk lambd. The fse then performed a full pm with calibration, functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. The initial reporter is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6).

Event description:
It was reported that while servicing the cardiosave intra-aortic balloon pump (iabp) unit regarding "air in line power cord missing," the getinge field service engineer (fse) also discovered a damaged ac line cord. There was no patient involvement, and no adverse event reported.